Event description:
It was reported that while the user was removing the ilet case, the screen separated from the ilet, and a replacement was arranged. Symptoms included no reported adverse clinical effects. Outcomes included interruption of insulin delivery reliability and the need for backup therapy. Investigation included collection of device history and service records review, verification of shipping and return logistics, and request for device return. Investigation of this case revealed a damaged display assembly consistent with a broken or delaminated screen, indicating a device component failure of the user interface/display. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage associated with handling.